Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started on an unspecified date/time a month prior to contacting lfs the same day. On an unknown date/time after the alleged issue began, the patient claimed that he developed symptoms of a cold sweat and weakness. The day before, at 8:00 pm, the patient also claimed that he administered self-treatment by eating food and/or drinking a beverage as a result of the alleged meter issue. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, and if the patient made any changes to the regimens because of the reported meter issue. In addition, it would have been helpful to know what actions the patient took before the symptoms developed, and if he was able to test his blood glucose before and after the symptoms started. While speaking to the one touch customer advocate (otca), the meter apparently turned off before the automatic shut off time period. The meter, test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.